Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient was not getting an audio alert in his omnipod 5 and mobile app that he was getting an unspecified high glucose reading. As per patient, he has not made any changes to the settings of the dexcom app or insulin pump. The patient was unable to provide the high alert value he had set. The patient said his pump is providing "too much insulin." The patient said he had no glucometer to do a fingerstick. The patient was vomiting and thirsty. He did not provide details on what treatment/medication was given to him at that time. He said he was driven to the hospital by his wife but could not recall what time he arrived. At the hospital, the staff took a fingerstick which he said was a bg of over 500. The patient was given at the hospital IV fluids, insulin (route and dosage not provided) and potassium (route and dosage not provided). The patient stayed at the hospital for more than 24 hours and was discharged the next day (nov 1). He is feeling fine during the call. As per patient, he has already reported the issue to insulet/omnipod. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 10/22/2025 at 6:54 am with transmitter/wearable serial number 8bt9aq. The sensor session lasted 10 days and ended due to unknown reason on 11/01/2025. There were no bg calibrations attempted during the sensor session. On the date of the reported event (10/31/2025) there were several high glucose alert triggered in the afternoon. All alert were found to have performed as intended. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient was not getting an audio alert in his omnipod 5 and mobile app that he was getting an unspecified high glucose reading. As per patient, he has not made any changes to the settings of the dexcom app or insulin pump. The patient was unable to provide the high alert value he had set. The patient said his pump is providing "too much insulin." The patient said he had no glucometer to do a fingerstick. The patient was vomiting and thirsty. He did not provide details on what treatment/medication was given to him at that time. He said he was driven to the hospital by his wife but could not recall what time he arrived. At the hospital, the staff took a fingerstick which he said was a bg of over 500. The patient was given at the hospital IV fluids, insulin (route and dosage not provided) and potassium (route and dosage not provided). The patient stayed at the hospital for more than 24 hours and was discharged the next day (B)(6). He is feeling fine during the call. As per patient, he has already reported the issue to insulet/omnipod. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.